Event description:
The reporter indicated that a 12.1mm vicm512.1 implantable collamer lens of -10.5 diopter was torn during loading on (B)(6) 2022. The replacement lens was then implanted into the patient's left eye (os) . The problem was resolved.

Manufacturer narrative:
Weight, ethnicity and race: unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
B1: corrected to: product problem (e.g., defects/malfunctions) in the initial MDR. B2: required intervention to prevent permanent impairment/damage should be removed from the initial MDR. Claim#: (B)(4).